Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. There was no impact to blood glucose level. After leaving the pump plugged in for 30 mins with the original tandem cable and adapter, the pump successfully charged.